Event description:
Healthcare professional reported injecting a patient in the ¿dark circles¿ with 1ml of juvéderm® volbella¿ with lidocaine. Pre-treatment was with ¿alcohol 70º.¿ about five days post injections, the patient experienced ¿increased painful and erythematous volume, with a hard consistency in the area of application.¿ about two weeks later the patient was treated with ¿hyaluronidase 1500u in 5ml.¿ symptoms are ongoing. Approximately three weeks later the patient had an ultrasound, and the hcp provided the results. Infraorbital area with increased volume. Foreign body granuloma. Post-hyaluronic acid infection. The patient reported an injection of cosmetic filler in the under-eye area which resulted in increased volume.¿ the patient ¿presented with an indurated area and palpable nodules in the area.¿ both infraorbital regions, including the eyelids, cheekbones, temples, and nasolabial folds, were examined, emphasizing the increased volume under study. The skin surface was regular. In the subcutaneous plane, hypoechoic filling material was observed, arranged in the form of partially defined anechogenic and hypoechoic cysts and pseudocysts, associated with increased echogenicity of the adjacent edematous-appearing adipose tissue. The greatest inflammatory involvement was observed in the medial area of both infraorbital regions, with the presence of hypervascularized hypoechoic tissue with a granulomatous appearance surrounding this pseudocystic filling material. In the left infraorbital area, this increased granulomatous subcutaneous volume reached a thickness of approximately 8.2 mm, and in the right area, 8 mm. This filling material also extends into both nasolabial folds, with adjacent edematous changes. The presence of this same material is also notable beneath the plane of the superficial musculoaponeurotic fascia (smas) and in the sub-smas adipose tissue. This filling also extends to the cheekbones and temples in lesser amounts and with less inflammatory changes. Hypoechoic tissue with an inflammatory appearance surrounding the left facial artery (at the level of the nasolabial fold) and its angular branch is notable, a finding not visible on the right side. Both arteries are of normal caliber and remain patent, with typical low-resistance spectral curves. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.